Manufacturer narrative:
The physician returned the explanted device to a third party explant lab for evaluation. The findings below are based on this report. Minimal, scattered plaques of tan-brown material were present on the luminal and abluminal surfaces. The lumen of the device appeared to be patent, however a saline-patency test was not noted to have been performed, therefore the patency of the segment could not be confirmed. Within and extending from the distal ipsilateral limb, was a non-gore stented graft (information not provided). No material disruptions were identified. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include but are not limited to aneurysm growth.

Event description:
It was reported that on an unknown date in 2017, a patient presenting with an abdominal aortic aneurysm was treated with a competitive device from another manufacturer. On an unknown date in 2020, the patient presented with a type iiib endoleak that the physician attributed to device porosity. The patient was treated with a reintervention and gore® excluder® aaa endoprosthesis was implanted. During the procedure, catheterization on the left side was not possible so an intraprocedural right to left femorofemoral bypass was performed. On an unknown date, the patient presented with aneurysmal sac growth and was treated with implantation of additional devices from a competitive manufacturer on the left and right sides on (B)(6) 2022. The patient continued to present with continued aneurysmal sac growth and on (B)(6) 2023, the was converted to open arterial reconstruction. The cause for the aneurysmal growth was not given.

Event description:
It was reported that on an unknown date in 2017, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On a subsequent date, the patient presented with a type iii endoleak. The patient was treated with a reintervention and an additional device was implanted. During the procedure, catheterization on the left side was not possible so an intraprocedural right to left femorofemoral bypass was performed. On an unknown date the patient presented with a type ii endoleak. The patient was treated with embolization of the inferior mesenteric and lombar arteries. The patient presented with aneurysmal sac growth and was treated with implantation of an additional device in 2022. The patient continued to present with aneurysmal sac growth and on (B)(6) 2023, the was converted to open arterial reconstruction.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.